Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI: upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(4). Batch: 7076644/7076984.

Event description:
It was reported that the patient had an ongoing infection at the pocket site. It was stated that the physician does not believe that the infection was device nor procedure related. The patient underwent an explant procedure wherein all devices were removed and discarded by the medical facility. The patient is expected to fully recover.